Manufacturer narrative:
The UDI for the device is not available since the device lot/serial number is unavailable. A review of the manufacturing records for the device was not possible since the device lot/serial number was unavailable. According to the gore® dryseal flex introducer sheath instructions for use, potential adverse events that may occur and/or require intervention include but are not limited to: vascular trauma (i.e., dissection, rupture, perforation, tear, etc).

Event description:
The following information was reported to gore: on (B)(6) 2017, a patient underwent treatment of a thoracic aortic dissection, zone 2, with gore® tag® thoracic branch endoprosthesis (tbe device) and gore® dryseal flex introducer sheath ((B)(4)/unk lot number) was used for access. It was reported that during the procedure, the patients right external iliac artery dissected and ruptured. This resulted in medical or surgical intervention to prevent permanent impairment to body structure or a body function. Patch repair of the distal external iliac artery to proximal common femoral artery on the right side. The patient tolerated the procedure.

Manufacturer narrative:
Corrected g1l manufacturing site. Added g3/g4, h1/h2 and h6. According to the gore® dryseal flex introducer sheath instructions for use, potential adverse events that may occur and/or require intervention include but are not limited to: vascular trauma (i.e., dissection, rupture, perforation, tear, etc).

Manufacturer narrative:
According to the gore® dryseal flex introducer sheath instructions for use, potential adverse events that may occur and/or require intervention include but are not limited to: vascular trauma (i.e., dissection, rupture, perforation, tear, etc).